Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 12-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside a sealed non-johnson & johnson pouch in a plastic bag. During a visual inspection, the device was inspected under magnification. The lens was cut in half and coated in viscoelastic residue with one haptic detached and missing. The lens was cleaned and inspected, and no further issues were identified during the product evaluation it was confirmed that the physical characteristics of the lens matched a diu150 model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. The lens diopter results obtained from the miq electronic system show that this production order was released within diopter specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order ¿ eye irritation; treatment not required/not reported. These complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The diu150 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient had double visual acuity (va), thus the iol was explanted in a secondary surgical procedure and replaced with a drt150 5.5 iol. Through follow-up complaint was clarified as due to visual acuity. Patient visual symptoms lasted about twelve (12) days. There was no incision enlargement, no sutures, nor vitrectomy during the iol explant procedure. Patient prognosis post lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.